Event description:
It was reported that a patient presented with over-sensing of myopotential's noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences weas reported.